Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that the consumer was reading through the patient guide and noticed the contraindication related to nickel. She has a known allergy to nickel jewelry and experiences external dermatological reactions to the metal. She is unaware of any specific reactions to the nickel in the stent, but would not recognize the reactions if she had them. She has had several stents implanted since 2003, prior to the (B)(6) 2010, implant; the most recent stent was placed in 2006. She did not provide details as to what type of other stents had been implanted. She did say that in all cases, people were aware of her nickel allergy and she wears a medical alert bracelet stating this. She also has slight heaviness in her chest since the implant on (B)(6) 2010. She did not know exactly when the heavy feeling set in. She has tried, unsuccessfully, to contact her physician. She also called the number on the back of the patient guide, but got nowhere. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.